Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use was spinal pain. On (B)(6) 2019 it was reported that the patient heard the critical alarm and saw code 8476 (motor stall) on the ptm (personal therapy manager). It was unknown if the patient recently had an MRI. The company representative would advise the patient to see the healthcare provider as soon as possible to interrogate the pump. No patient symptoms were reported. No further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Per the event logs a motor stall recovery occurred on (B)(6) 2019 at 10:32. The pump was used to deliver prialt 16.3mcg/ml at 5.495mcg/day, dilaudid 15mg/ml at 5.057mg/day and baclofen 150mcg/ml at 50.57mcg/day. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the patient had a motor stall on (B)(6) 2019 at 7:00pm per the logs. The pump would be replaced by the healthcare provider on (B)(6) 2019. No further complications were reported or anticipated.